Manufacturer narrative:
The device was not returned for evaluation as it remained implanted . Therefore, a no product return engineering evaluation was performed. The complaint valve degeneration was unable to be confirmed. No potential manufacturing non-conformance were identified during the evaluation. A review of IFU/training materials revealed no deficiencies. As reported, 'there was an early valve failure secondary to the underexpansion and the patient being on hemodialysis. The 29mm s3 valve failure was stenosis with a mean gradient of 25mmhg', and 'the original surgical valve called for either a 26 or a 29 s3. The 29 was selected to get the largest eoa, but with the waist this caused it was suspected that the leaflets were pin-wheeling leading to early failure'. As the valve was under deployed, the leaflets may exhibit pin-wheeling (twisting) during the leaflets coaptation, which increased leaflet stresses, and resulted in accelerated fatigue damage of the leaflets, leading to early failure. In addition, since the patient is on hemodialysis indicates that he has a chronic kidney disease (ckd). Ckd is a known factor that may accelerate valve calcification leading to early valve degeneration . As such, available information suggests that procedural factors (under expanded valve) and/or patient factors (chronic kidney disease) may have contributed to the complaint event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from an thv territory manager that a patient with a 29mm s3 valve, implanted in preexisting non-edwards surgical valve in the mitral position, underwent a valve-in-valve-in-valve position after an implant duration of 2 years and 7 months. There was an early valve failure secondary to the underexpansion and the patient being on hemodialysis. The 29mm s3 valve failure was stenosis with a mean gradient of 25mmhg. A 26mm s3 ultra valve was implanted utilizing sentinel and a 26mm tru balloon.